Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x23mm absorb gt1 referenced is being filed under a separate medwatch MFR number. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 50% stenosed de novo left anterior descending (lad) artery. The patient presented with a non st elevated myocardial infarction (nstemi) and cardiogenic shock. Stenosis was found at the ostium of the lad. A 3.0 x 20 mm non-abbott balloon catheter was used for pre-dilatation. A 3.5 x 23 mm absorb gt1 scaffold was successfully implanted. A 3.5 x 12 mm absorb gt1 scaffold was advanced and implanted overlapping the first scaffold. Post-dilatation was performed with a 4.0 x 20 mm non-abbott balloon catheter from distal to proximal in the scaffolds. The final result was fine and the patient outcome was good. One hour post implantation the patient had a stemi. Angiography confirmed an in-scaffold thrombosis. Dilatation was performed with a 2.0 x 20 mm non-abbott balloon catheter; however, the thrombus remained. A 4.0 x 30 mm and a 3.5 x 9 mm non-abbott drug eluting stents were implanted covering both of the implanted scaffolds. The final result and final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date received by manufacturer was previously filed with a date of 06/19/2016; however, it should have been 09/19/2016.